Manufacturer narrative:
Concomitant product: product ID: 977d260, serial# (B)(4), product type: screening device. (B)(4).

Event description:
A manufacture representative reported that following a trial procedure, a consumer stated he was having excruciating back pain that did not resolve after a doctor determined appropriate time. The doctor removed the trial leads, the consumer had an increase in blood pressure, and was sent to the ER from the office due to pain and the change in vital signs. The consumer underwent surgery for epidural hematoma. No issues with the implanted trial leads were identified visibly or when the system was turned on intraoperative and postoperative. No troubleshooting was performed on the scs system, as the problem was medical in nature and the leads were removed. The doctor did not have information regarding patient status.